Manufacturer narrative:
Evaluation of instrument confirmed that one jaw of the grasper is broken off. In past evaluations of this type of breakage, the manufacturer stated that the breakage was due to mechanical overload; the jaws were subjected to too much weight or torque resulting in breakage.

Event description:
Allegedly, during a laparoscopic appendectomy one jaw of the grasper broke off in the pt. Doctor experienced difficulty in retrieving broken piece. It took 45 minutes to retrieve and remove. Procedure was then completed with no further impact on pt. Pt condition post-op was fine.